Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet received them. If either the strips are returned, lifescan will evaluate them and, if either the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt's one touch ultra meter was reported on (B)(6) 2004 to be giving inaccurate low results. Medical affairs specialist was unable to contact the reporter at the phone number provided since there was no answer and no option to leave a message. A letter will be sent. Based on the initial info provided, it was discovered during troubleshooting that the pt's meter was in the wrong unit of measurement (mmol instead of mg/dl). Since the reporter could not be contacted, it cannot be verified if the pt had accidentally changed the unit of measurement in the setting option of the meter or if she had experienced a power interrupt, which could default the meter to the wrong until of measurement. The pt had gone to the doctor's office with the meter, but was not given any treatment. The reporter was unable to answer if the pt's testing technique was correct and if the test strip vial was broken or cracked. The test strips were within the expiration date and in good condition. However, during troubleshooting, the reporter was walked through two control solution tests, which both failed outside the range. Therefore, this case is reported as a strip malfunction.